Event description:
It was reported that the customer received a button error during bolus. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
No button error alarm was noted. The escape button did not respond due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and a missing end cap sticker.